Event description:
During a aaa repair (5cm aaa) for left foot ischemia/rest pain in 2007, after placing a main body graft, the physician covered the orifice of the internal iliac on the left with a main body cuff prior to introducing the iliac leg graft. He then placed the iliac leg graft inside the contralateral gate and landed inside the external iliac on the left side covering the severely diseased left internal iliac. The ima was occluded. The pt outcome was fine. However, the pt developed left colon ischemia. The family agreed to hemicolectomy six days after aaa surgery. Three days after colon surgery, the pt expired due to moderate cardio respiratory arrest.

Manufacturer narrative:
Evaluation: key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks, exhibiting these key anatomic elements may be more conducive to graft migration. Access vessel diameter and morphology should be compatible with vascular access techniques and delivery systems of the profile of 16 french to 20 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. The outcome of aaa repair utilizing an endovascular graft is dependent upon accurate pre-procedures measurements and knowledge of the pt's anatomy. Good angiography and CT imaging are paramount pt's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made. No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by incorrect planning and sizing.